Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open organ donor procedure, when transecting the organ, the device did not fire with the preloaded loading unit. Squeezed the handle fully the first time to seat the pin/approximate tissue but it locked in place and would not allow to squeeze the handle a second time to fire the stapler. Another stapler was used to resolve the issue. There was no patient injury.